Event description:
Complainant alleged that medics responded to a call for a pt who had drowned. (Age and gender unknown). The device was attached to the pt via electrodes, the device was powered on and displayed a red "x". Complainant indicated that the pt subsequently expired. The device was later tested at the customer facility and failed to power on. The zoll medical sales rep installed new batteries into the device and tested the unit. The device performed all functions properly.